Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The manufacturer's field service engineer (fse) provided remote troubleshooting and advised the customer to replace the overlay to address the issue. The customer reported that the overlay replacement corrected the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : the customer resolved through remote troubleshooting.

Event description:
It was reported that the ventilator generated an error (1105) related to light emitting diode (led) alarm failure. Although requested, it is unknown if the event occurred during clinical/patient use.